Event description:
Device reportedly overdelivered on channel a. The nurse programmed the pump to deliver tpn on channel a at a rate of 43 ml/hr. When she came back later, she found the pump was delivering at 290 ml/hr. The pt reportedly received 600 ml of tpn in a two hr time interval. The physician was notified and ordered the tpn to be discontinued for a period and later restarted. There were no other medical interventions or tests performed in relation to the incident. The pt expired on 4/29/99, due to pre-existing multiple organ disease and death was unrelated to the reported incident. The type and rate of solutions infusion on the other pump lines was unk.